Event description:
International affiliate reported that a pt underwent thoracic surgery and the device was used to close the sternum. The sutures broke six days following implant. The pt was returned to surgery ten days later for device exicision and repair of the sternum.

Manufacturer narrative:
The actual device lot number associated with this event is not known. International affiliate reports the following possible lot numbers: lot um8ctrm0 mfg - 11/01/05 exp - 12/31/2010. Lot ul8hrgm0 mfg - 10/01/05 exp - 12/31/2010. Lot ul8bjqm0 mfg - 10/01/05 exp - 12/31/2010. Conclusion: the 1,0 mm pds cord is not intended for sternal closure in adults according to the IFU. The re-opening of the sternum is caused by a user error based on an off-label use of the product. This is one of six medwatch reports being submitted as six separate devices were used. See 2210968-2006-00534, 2210968-2005-00535, 2210968-2006-00536, 2210968-2006-00537, 2210968-2006-00538 and 2210968-2006-00539 for all medwatch reports. The same pt is represented in each medwatch.